Manufacturer narrative:
The complaint states ceramic acetabular liner cracked during insertion. It was noted that the cup was slightly deformed, but was not removed. The initial review of the information made available to the investigation found the product was to specification at the time of manufacturing. This information and the returned product have been sent for further investigation to the ceramic supplier. The supplier will carry out further in-depth analysis to assist in the determination of the root cause. The investigation shall be closed with an interim report and be reopened when the suppliers report is completed. The investigation will be closed with an interim report and will be reopened when the ceramic supplier¿s report is completed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status: the complaint states ceramic acetabular liner cracked during insertion. It was noted that the cup was slightly deformed, but was not removed. The initial review of the information made available to the investigation found the product was to specification at the time of manufacturing. This information and the returned product have been sent for further investigation to the ceramic supplier. The supplier will carry out further in-depth analysis to assist in the determination of the root cause. The investigation shall be closed with an interim report and be reopened when the suppliers report is completed. The investigation will be closed with an interim report and will be reopened when the ceramic supplier¿s report is completed. Addendum added 16 feb 2016. The complaint was reopened as the supplier report was received which states the density, microstructures, protocols and certificates meet the requirements at the time of production. The supplier report suggests that due to the misaligned position of the insert in the metal shell this caused point contacts which initiated the fracture. However without further information this cannot be confirmed. The complaint shall be closed with an undetermined conclusion, entered into the complaints databases and monitored through trend analysis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 02/03/2016 ceramtec report received.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Ceramic acetabular liner cracked during insertion. It was noted that the cup was slightly deformed, but was not removed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.